Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Non-stroke neurological events are known potential adverse effects associated with the use of carotid stents as listed in the xact instructions for use. There was no product malfunction reported. A review of the finished device lot history record did not reveal any non-conformities associated with this event.

Event description:
Device malfunction: none. Symptoms / ae: neurological event. Time of ae: one day after stenting procedure. It was reported that one day post a left internal carotid artery stenting procedure, after discharge to home, the patient was rehospitalized for a transient encephalopathy which presented as altered mental status. Plavix was increased to 150mg per day. Five days postprocedure, the symptoms resolved. There was no additional information provided.